Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a vented micro-volume inlet was broken at the air intake filter. The break was further described as a clear break reminiscent of a molding defect during manufacturing. The inlet was inadvertently used, and a patient was involved. There was no patient injury or medical intervention associated with this event. No additional information is available.